Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a remote monitor transmission from the emergency room revealed the lead displayed p wave under-sensing during an arrhythmia. It was also reported there was possibly inappropriate delivery of therapy for rapid ventricular response. A request for additional information was made, but is not known. The device and leads remain in use and no further patient complications have been reported as a result of this event.